Manufacturer narrative:
No report of procedure delays or cancellations. During the time of the reported event, an employee was removing a load from the sterilizer with a transfer carriage when the loading rack became unstable and fell from the transfer carriage. All instruments present on the loading rack were reprocessed prior to use in procedures. A steris service technician arrived onsite to inspect the transfer carriage and loading rack and was informed that facility personnel could not identify which transfer carriage and loading rack were subject of the reported event. Based on the description of the event, and the technician's findings with no issues noted with the transfer carriage and loading rack, it appears that one of the wheels on the loading rack became misaligned with the track on the transfer carriage causing the reported event to occur. The technician tested all transfer carriages and loading racks and could not recreate the reported event. The technician found the units and wheels to be operating according to specifications; however, he proactively replaced all the loading rack's wheels. The units were returned to service. The transfer carriages are not under steris service agreement for maintenance and no additional issues have been reported.

Event description:
The user facility reported that an employee injured their shoulder while removing a load from the sterilizer with a 60" transfer carriage. Following the event, the employee sought medical treatment for the reported shoulder pain. The employee has since returned to full work duties.